Event description:
It was reported that following a device changeout procedure, the atrial lead exhibited a loss of sensing and capture. A rise in impedance was also noted. No patient symptoms were reported. The lead was capped and replaced. The patient was noted to be in good condition following the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.